Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 50 mg/dl and their sensor glucose was reading lower than usual. It was also found the customer's blood glucose was 117 mg/dl and their sensor glucose was 46 mg/dl. The customer did not observe any bent sensor cannulas on their previous sensor. Customer also reported blood at site when they inserted the sensor the previous night. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.